Event description:
A medical centre in (B)(6) reported that the lower head case of an iw910jeu baby control mobile infant warmer was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The defective lower head case of the iw910jeu baby control mobile infant warmer is not expected to be returned to fisher & paykel healthcare as the servicing will be done by the medical centre's biomed technician; however, we are still attempting to obtain it for further inspection. We will provide a follow up report once we have received the defective lower head case and completed our investigation.